Event description:
It was reported that the patient presented for follow up with high capture threshold and high pacing impedance exhibited by the right ventricular lead. No further information was available.

Manufacturer narrative:
Medwatch voluntary MDR report #: mw5119405.